Event description:
A customer observed smoke coming from the instrument. A field specialist was deployed and observed evidence of a damaged cell bus printed circuit board (pcb) on the benchmark ultra instrument. No harm or injury alleged.

Manufacturer narrative:
Further investigation is needed to determine the root cause(s) of the alleged issue. No harm alleged. The pcba cell bus was replaced and the instrument is working as intended.

Manufacturer narrative:
Investigation concluded that the service action resolved the issue. Issue will be monitored. Updated and replaced the device codes, evaluation method codes, evaluation result code.